Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 associated with an occlusion event earlier in the day while using infusion set with novorapid insulin. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, and declined additional assistance, and technical support closed case with no further actions reported.